Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was able to confirm the customers¿ indicated failure mode of underfill based on the attached photographs. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes customer reports lack of negative pressure. This event occurred 20 times. The following information was provided by the initial reporter. The customer stated: defect; lack of negative pressure. Quantity: 20 pieces. Effects: no other adverse effects on patients.